Event description:
Nimbus ii home ambulatory pump turned on and programmed. While hooking to patient, the pump unexpectedly turned off without alarms or warning. This nurse turned it back on and reprogrammed again and it turned off a second time. Battery life was full. A different pump was dispensed to the patient. Cancer patient receiving home infusion of chemotherapy over 46 hours.